Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that the ok button was intermittently responding to button presses for the past week. The patient denied any damage to the keypad. The patient reportedly wore the pump in a leather case on her belt and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did activate desired pump functions. The keypad was removed and no defects were found.